Event description:
It was reported that the inflatable penile prosthesis (ipp) device no longer worked, four years after implant. There was a connection issue in the pump tubing. All components were explanted and replaced without any adverse patient effects.